Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of product did not deploy. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned with evidence of a soft deployment, as the clip was still attached to the control wire, but detached from the bushing. Additionally, it was observed that the clip arms were highly bent. Microscope examination was performed, and it was confirmed under high magnification that the capsule locking tabs at the bottom section appeared damaged. Additionally, x-ray analysis was performed and no discernible defect could be seen. No other problems with the device were noted. During the investigation, clip arms bent and the soft deployment could likely happened when the clip was opened inside the scope, since the way in which the arms are bent towards the inside of the capsule, indicates that the device was opened inside a tight cavity or, that the amount of the tissue grasped was bigger than the clip could close, causing that the customer needed to apply an excess force to close the clip arms, however, the clip wings were not inside the capsule windows, consequently, this excess of manipulation could have generated and that the clip arms got kinked and finally the clip assembly got detached. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2021. It was reported that the product did not deploy. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2021. It was reported that the product did not deploy. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.